Event description:
The healthcare professional reported following injection of evolysse smooth in the patient's chin, marionette lines, nasolabial folds, oral commissures and perioral lines on (B)(6) 2025, the patient complained that it felt firm beginning on (B)(6) 2025. Safety database reference number (B)(4).